Manufacturer narrative:
The correct analysis results are now attached. The provided data was analysed. The iegms showed artefacts on the right ventricular channel leading to oversensing as reported. The root cause was not determinable based on the available information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Approximately 73 months after implantation, oversensing was observed via homemonitoring. The physician decided to monitor the lead via home monitoring system. No further action has been taken.